Manufacturer narrative:
(B)(4) . This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub detached from the drain on the day after it was placed. The drain was replaced with another of the same device. There was no reported harm to the patient.